Event description:
It was reported that an implantable cardioverter defibrillator (ICD) exhibited t wave oversensing, resulting in the delivery of several inappropriate shocks. It was noted that the patient had a condition which caused them to be in a right bundle branch block, thus causing a decreased r wave amplitude; causing the t wave to be oversensed. No adverse patient effects were reported. The device remains in service.